Event description:
Adapter fractured.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device was unable to confirm the reported event of device fracture, however the s-rom*adaptor had a small crack on one of tabs, as well as the tabs have spread out and have worn the material inside of the tabs. Previous evaluations found misuse and heavy usage is contributing factors. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. The root cause is being attributed to misuse and material wear out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.